Event description:
It was reported that customer experienced repeated cgm error 42 on pump and did not reset pump for this error in the last 24 hours, and customer also expressed lack of trust in pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place current pump in storage mode and return it with prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.